Event description:
It was reported that the customer was taken to the doctor's office after experiencing a low blood glucose reading of 22 mg/dl. The mother stated that she found several boluses in the bolus history that the customer did not program. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.